Event description:
Clinical study: it was reported that 651 days post index procedure, the patient experienced a non q-wave myocardial infarction (nqmi). The index procedure treated 1 target lesion. Target lesion one was a de novo, moderately calcified, 90% stenosed region of the mid lad. The lesion was 3 mm wide, and 6 mm in length. The physician pre-dilated the lesion prior to placing a 3 , 12 mm taxus express2 stent. The patient received integrilin during the procedure. Residual stenosis post deployment was 0%. The patient was discharged 4 days later on lipitor, aspirin and plavix. On day 651, the patient experienced a nqmi. The patient was admitted to a non-enrolling hosp, and information has been requested. The event is considered as on-going. In the opinion of the physician, there is an unknown relationship between the target vessel and the nqmi.